Event description:
Allegedly there was no proper fit in any holes and a straight drill guide was tried, which also did not fit properly. When the surgeon tried to bend the plate, it spliced one of the holes. Same difficulty in securing of benders/drill guides was observed in the second plate, so non locking screws were used to complete the surgery.

Manufacturer narrative:
Investigation not complete. Product has not been returned yet. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Visual inspection of the returned part found that the whole plate is broken. Analysis of the returned devices indicates that the device was a contributor to the reported event. The complaint was confirmed. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the plate by the user.